Manufacturer narrative:
H3/h6: the device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. One decontaminated sample was returned for analysis. During visual inspection, the returned sample appeared to be in generally good condition; however, the rotating collar was found to be loose at the time of inspection. No cracks, material defects, or visual abnormalities were observed that would allow identification of a definitive manufacturing failure. Based on the available evidence, the root cause cannot be determined. The observed defect has been communicated to the supplier.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the filter and the yellow swivel collar come off easily. Liquid leaked and got on the patient. This occurred during priming.